Event description:
The clinic reported that a laser vision correction patient presented at the three week post op exam with central islands in both eyes following a vision correction procedure. The patient was treated for monovision in the left eye. The patient's vision was correctible to 20/30.

Manufacturer narrative:
(B)(4). The amo field service specialist evaluated the excimer laser at the customer location and did not find any issues that were related to the reported event. Calibrations were performed to optimize system stability. Field service found the cooling system was empty and the cooling tubing was leaking. Service replaced and refilled the reservoir and replaced the cooling line. The customer was advised on the proper operation when the system has been sitting for a while. Field service also indicated that other patients treated on the same days did not have any issues with their outcomes. The treating surgeon reported that the system was functioning normally after repair. Placeholder.